Event description:
An emergency room physician called because a pt "came in with cidex in the eye." He asked if it was corrosive and what was the recommended treatment. Msds recommendations were reviewed with him and faxed. They had already irrigated the pt's eye for 15 minutes. This doctor is not an ophthamologist. He refused to give any other info regarding the pt and stated that co would not be able to get in touch with him again because they rotated through the department. He said he would give the advanced sterilization products (asp) contact name and number to the pt and give the pt the option to call asp.